Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began in ¿(B)(6) 2013¿. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient denied developing any symptoms. At an unspecified time on (B)(6) 2014, the patient stated she went into her doctor¿s office for a visit. She stated her health care professional (hcp) gave her a new meter. It is not known if the patient received any treatment during her visit. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.